Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor failed to turn on. After replacement of the transformer, the compressor was running as expected, and the device was returned back to clinical usage. The returned transformer was installed in a reference compressor which confirmed the failure. It was found that one of the primary circuits in the transformer had an open circuit. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation. Why the transformer failed could not be determined during this investigation.

Event description:
(B)(4).

Event description:
It was reported that the compressor mini failed to turn on. There was no patient involvement reported. (B)(4).